Event description:
It was reported that the patient's body was rejecting the lead and lead anchor. As a result, the patient underwent surgical intervention during which the system was explanted. The issue was resolved post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.